Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the instrument got stuck in the trocar during the lap hernia procedure. A new device was used to complete the procedure with no issues. There was no patient injury reported in this event.

Event description:
According to the reporter, the instrument got stuck in the trocar during the procedure. A new device was used to complete the procedure with no issues. There was no patient injury reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.